Event description:
Fiberoptic gastroscope tip emitted black smoke during a procedure that was done at the bedside. Physician was unable to visualize through eyepiece during procedure. Procedure was stopped.